Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product. Retention products were tested with 29 samples of drug-free donor urine, all of coc results were negative at read time. No false positive were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer alleging false positive coc. On (B)(6) 2015, a patient came to the ER and tested (B)(6) for coc using the signify ER drug screen test. Patient went to an alternate facility where they did a drug test using an unknown method and tested negative for cocaine. No reported adverse patient sequela. No additional information provided.